Manufacturer narrative:
Follow-up # 1 date of submission 08/29/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 8/04/2016 with the following findings: during investigation, a visual inspection of the pump revealed no moisture in the cartridge compartment. There was moisture corrosion observed inside the battery compartment. A leak test was performed and a leak in the battery compartment was found. The pump was opened and no evidence of moisture corrosion was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture ingress in the cartridge compartment. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.